Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kunwar a, manjhi b, maheshwari p, et al. (November 11, 2025) comparing the clinical and radiological outcome of femoral neck system versus dynamic hip screw in femoral neck fractures. Cureus 17(11): e96595. Doi 10.7759/cureus.96595 (citation on pubmed: not found). Objective/methods/study data: the aim of this prospective, randomized study was to compare the clinical and radiological outcomes of dhs (dynamic hip screw) and fns (femoral neck system). Between march 2022 to march 2025, the study was conducted among 120 patients, 60 patients in each group. Selected patients were divided into two groups: group a (n = 60) patients (37 males and 23 females; with a mean age of 43.5 ± 12.36 years) treated with fns (femoral neck system) and group b (n = 60) patients (38 males and 22 females; with a mean age of 42.58 ± 13.21 years) treated with dhs (dynamic hip screw). In 2018, depuy synthes, switzerland, introduced the femoral neck system (fns) that comprises a locking plate, a neck bolt, and an anti-rotation screw. Follow-up duration of 15.2 months [fns = 15.2 months (12-24 months) and dhs = 15.23 months (12-24 months)]. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 9). 1 patient had superficial surgical site infection. Treated with regular dressing and IV antibiotics, and the infection was resolved without the requirement of any extensive debridement or implant removal. 1 patient had avn (avascular necrosis) of the femoral head. Treated with implant removal, core decompression, and bone grafting. 2 patients had femoral neck shortening >5mm. Managed conservatively 3 patients had varus collapse. One patient in the fns group had intraoperative guide wire breakage in the femoral head and also had varus collapse in the follow-up and this patient was treated with tha (total hip arthroplasty). 2 patients had non-union. Treated with revision surgery and bone grafting. Adverse event(s) and provided interventions possibly associated with unk - screws: fns locking (qty 1). 1 patient had screw backout. Treated with implant removal.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.